Manufacturer narrative:
Section d4: shower bag is not an implantable device. Date of implant is retracted from original MDR. Section h3, h10: additional information. Section h5, h8: correction. Manufacturer's investigation conclusion: evaluation of the patient¿s returned shower bag could not confirm the report of water ingress. The external portion of the bag did not show any damage or wear to any of the seams, zippers or fabric that could have contributed to a potential leak. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch. The evaluation was unable to reproduce the reported leak. The hm3 patient handbook provides instructions for showering and the use of the shower bag and states that the bag should be allowed to drip dry completely before being used again. The handbook also states that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported water penetrated into the shower bag.